Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an 8-6mm amplatzer duct occluder was selected for implantation using a 6f amplatzer torqvue delivery system. During the procedure, it was noted that the device was deformed into a cobra shape. There was no interaction with cardiac structures during deployment. There was no angulation or kink noticed in the delivery system. The device was then removed from the patient. Another 8-6mm amplatzer duct occluder was successfully implanted instead to resolve this event. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional and dimensional specifications when analyzed under non-physiological conditions. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.